Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient woke up feeling sweaty, shaky, and very confused the day after the sensor had been put on the abdomen. Upon checking her tandem tslim "receiver" and mobile device, they displayed cgm 400 mg/dl. However, when she performed fingerstick, her bg value was 44 mg/dl. She immediately consumed apple juice, and her glucose levels began to rise slightly according to fingerstick readings, though she does not recall the exact value. Despite this, her cgm continued to display high readings. She contacted her doctor, who advised her to go to the hospital. In the emergency room, her blood glucose was measured via fs at 40 mg/dl, while the cgm still indicated a high cgm. The medical team removed her tandem tslim insulin pump which had been in modified closed loop, and administered IV dextrose. After four hours, her blood glucose stabilized at 120 mg/dl, while the cgm read 330 mg/dl. The patient remains hospitalized at the time of the call and is expected to be discharged on (B)(6) 2025. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the e zone of the parkes error grid. The reported glucose values fall within the c zone of the parkes error grid was taken after 4 hours of being in the hospital. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.